Event description:
It was reported via a trial that one day after the implantation of one 2.5 x 28 xience v stent in the distal left anterior descending artery (lad) and one 2.5 x 23 xience v stent in the mid lad, the patient experienced angina, was found to have elevated ck-mb, and was diagnosed with a non st elevation myocardial infarction that was treated with nitroglycerin. The patient's condition resolved without sequela two days post procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Angina and myocardial infarction are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Manufacturer narrative:
(B)(4). During processing of this complaint, abbott vascular attempted to obtain complete event, patient and device information. The stent remains inside the patient. The lot number was not identified. A follow up report will be submitted with all relevant information.

Event description:
Caller alleged discrepant results compared with the lab. Pt's therapeutic range: 2.0-3.0 inr. Pt's doctor changed her dose for a day or two after the high results.